Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Zimmer biomet (B)(4) and package supplier are in the process of initiating modifications to address reported issue. This report is 2 of 2 mdrs filed for the same event (reference 3006946279-2016-00280 & 00281). Return expected, not yet received.

Event description:
It was reported that cement powder leaked out of the package, as it was not fully sealed. No patient injury or delay in the procedure was reported as a result of the event.